Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6)2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (15 mg/ml at 0.72 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported signs of withdrawal beginning in january (exact date unknown). She was taken in for a revision and upon opening the pocket it was noted that the pump segment of the catheter was kinked within a suture. The hcp removed that part of the pump segment and replaced it with a new pump segment. The catheter aspirated perfectly at completion. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.